Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient inquired whether the implant is "included in any recalls or safety notices". Patient then reported "benign breast lump" and "mental distress". Patient then reported "intracapsular rupture" and "hypoechoic lesion at 6 o'clock 3cm from nipple. It measures 8x12mm and appearances are suggestive of a fibroadenoma.". This record is for the right side. The device remains implanted.